Event description:
Cust. Used personal steam inhaler and vaporizing liquid in tandem - caused an explosive splash of liquid upon customer's face and a signification traumatic chemical burn to face, nose, eyes, cheeks, lips and eye lids.